Event description:
It was reported to bsc on 12/14/2006 that during a sphincterotomy, as current was applied, the cutting wire of the tome broke. Patient gender and age is unknown. It was also reported that the procedure was successfully completed with a second device and that there were no adverse effects for the patient.

Manufacturer narrative:
The device has not been received by this manufacturer; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.